Event description:
The customer reported that they were hospitalized for high bgs and dka more than a year ago and was found on the floor by a friend who called the paramedics. The customer did not report the event and is still using the pump. It was reported that the customer changed the infusion set and was sick and vomiting. The customer believed that they had stomach flu. The customer was bolusing to treat the high bgs, but it did not work and they continued to bolus. The customer did not call to help line or change the infusion set. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. The pump is working and the insulin is exiting. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives. The customer also stated that the pump had an error alarm couple months before.